Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor displayed service code 107 (abnormal shutdowns) and service code 204 (monitor/belt unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. In addition, contamination was found on connector j502 on the c/a board. The cause for service code 107 was the contaminated connector. The cause for service code 204 was the damaged connector. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor was abnormally shutting down.